Event description:
Boston scientific crm received info that one day post implant, the integrity of this right atrial (ra) lead was questioned. Initially, atrial impedance measurements nor markers were obtained. A surface EKG indicated p-wave amplitudes were present, with an intrinsic rate of 80. However, the atrial sensing was intermittent to undersensing, with a high threshold measurement, and no capture observed. A magnet application elicited the appropriate ap vp markers, but the timing was inappropriate because of the fast pt rate. Following x-ray, the lead was completely dislodged. It was successfully repositioned and tested normal the next day. The physician believes it was due to the fact that the pt had bypass and his anatomy. To date, no adverse pt effects were reported.